Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and psoriatic arthropathy ("psoriatic arthropathy") in an adult female patient who had essure (batch no. 12475788) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pregnancy. Previously administered products included for birth control: loestrain from (B)(6) 2009 to (B)(6) 2011 and nor until (B)(6) 2011. Concurrent conditions included nausea, alcohol use and psoriatic arthropathy. Concomitant products included medroxyprogesterone (depo provera) since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced psoriatic arthropathy (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), arthritis ("arthritis") and fatigue ("fatigue"). The patient was treated with surgery (robotic hysterectomy, bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown, the psoriatic arthropathy, allergy to metals and fatigue had not resolved and the arthritis was resolving. The reporter considered allergy to metals, arthritis, fatigue, pelvic pain and psoriatic arthropathy to be related to essure. The reporter commented: coils: right 3 and left 5 (difficult release and then spring curled on its coils). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 25-jun-2018: plaintiff fact sheet was received events added from pfs- fatigue. Reporter information were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and psoriatic arthropathy ("psoriatic arthropathy") in an adult female patient who had essure (batch no. 12475788) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pregnancy. Previously administered products included for birth control: loestrain from (B)(6) 2009 to (B)(6) 2011 and nor until (B)(6) 2011. Concurrent conditions included nausea, alcohol use and psoriatic arthropathy. Concomitant products included medroxyprogesterone (depo provera) since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced psoriatic arthropathy (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), arthritis ("arthritis") and fatigue ("fatigue"). The patient was treated with surgery (robotic hysterectomy, bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown, the psoriatic arthropathy, allergy to metals and fatigue had not resolved and the arthritis was resolving. The reporter considered allergy to metals, arthritis, fatigue, pelvic pain and psoriatic arthropathy to be related to essure. The reporter commented: coils: right 3 and left 5 (difficult release and then spring curled on its coils). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and psoriatic arthropathy ("psoriatic arthropathy") in an adult female patient who had essure (batch no. 12475788) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pregnancy. Previously administered products included for birth control: loestrain from 3-aug-2009 to 4-apr-2011 and nor until 4-apr-2011. Concurrent conditions included nausea, alcohol use and psoriatic arthropathy. Concomitant products included medroxyprogesterone (depo provera) since 13-apr-2011. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced psoriatic arthropathy (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy") and arthritis ("arthritis"). The patient was treated with surgery (robotic hysterectomy, bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown, the psoriatic arthropathy and allergy to metals had not resolved and the arthritis was resolving. The reporter considered allergy to metals, arthritis, pelvic pain and psoriatic arthropathy to be related to essure. The reporter commented: coils: right 3 and left 5 (difficult release and then spring curled on its coils) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 28-jul-2011: total bilateral occlusion most recent follow-up information incorporated above includes: on 3-apr-2018: pfs received - new event "nickel allergy, psoriatic arthropathy, arthritis" were added. Lot number was added. New reporter were added. Historical and concomitant conditions were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilisation. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery ( to remove the essure implant ). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.